Event description:
A customer reported that unexpected negative reactions were obtained with capture-r ready-screen (3) test wells on the echo instrument.

Manufacturer narrative:
Upon review of the image result review of the event log, no errors were noted prior to, during, or after the unexpected negative results were obtained. Review of the initial screen showed that the echo interpreted cell 1 as positive and cells 2 and 3 as negative. The visual review agreed with the echo interpretation. Review of the antibody identification assay showed that the visual review agreed with the echo interpretation of all 14 cells. Anti-jka was identified and showing dosage. All homozygous cells were positive. The customer was asked to perform testing with a different lot of 3_cell plates and all jka positive cells were negative. The customer was informed of limitation # 13 in the package insert which states, "the genetic background of donors of reagent red cells with phenotypes such as fy (a+b-), fy (a-b+), jk (a+b-), jk (a-b+), m+n-, m-n+, s+s- or s-s+ is not known. Such red blood cells are assumed to be from genetic homozygotes, but in fact, could have been collected from persons who are genetically heterozygous for the encoding genes. No serological tests have been performed to demonstrate the red blood cells of apparent homozygotes used to prepare capture-r ready-screen or capture-r ready-ID carry a double dose of the appropriate antigens". Confirmed the presence of the jka antigen on retention and returned crrs(3), lot r234 and r245. Performed screened assay on the echo with sample ID (B)(4) on the echo with returned and retention crrs(3), lot r234 and r245. The results were as follows: screening wells 1, 2, 3, 4, r234-returned: 4+, 1+, 2+, 4+, r234-retention: 4+, 0, 0, 4+, r245-returned: 3+, 4+, 4+, ?= equivocal, visual pos. R245-retention: 4+, 4+, 4+, repeated, same results. The sample was tested with crrid extend I, lot dp058. The sample (B)(4) reactivity with jk(a-) reagent red cells range from - to 3+ reactivity. Cell 4, jk(a+b-) gave negative reactivity, the same as the jk(a+b-) cell 3 of retention r234. The sample was depleted for further investigation. The customer's negative results was reproduced on retention r234 only. The 4+ reactivity of cell 1, jk(a-) red cells was consistent with both the returned and retention r234. The unexplained reactivity with jk(a-) is sample related. We suggest that sample should be referred to and immunlhematology reference laboratory for further investigation.